Manufacturer narrative:
Stenotic bioprosthetic valve. X-ray. Additional manufacturer narrative: it was reported that this device was explanted due to bioprosthetic valve stenosis. The device was returned to edwards lifesciences for evaluation. The report of stenosis could be confirmed. Moderate-to-heavy calcification was observed on the valve. There was also a leaflet tear noted. Calcification was observed near the region of the tear. Calcification restricted mobility in the leaflets and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that a valve was explanted after an implant duration of approximately 10 years. It was reported that experienced aortic valve stenosis requiring redo-avr. There were no adverse effects as a result of the replacement. The patient is reported as stable.